Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the smileset all-day aligners caused or contributed to the patients symptoms. This event is being filed as a MDR as the patient reported a broken tooth while a smileset all-day aligner was being used.

Event description:
Customer alleged that the aligners did not fit their teeth properly and allegedly caused one of their teeth to break. Customer stated they are now going to have an implant placed and requested to return the aligners.